Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported power issue was not verified. Proper device operation was observed through functional and performance testing. Per customer's request, the power supply assembly was replaced. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified the intermittent initially reported failure. It was determined that the root cause was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.

Event description:
It was reported by the customer's biomed that the device would not operate on battery power. There were no reports of pt use associated with the reported failure.